Event description:
It was reported that the ventilator did not deliver any tidal volume. The patient desaturated to 55% with subsequent hypotension. CPR was performed twice with achieved rosc. Patient at maximum of therapeutic limits regarding vasoactives and was made dnr by two physicians per relatives wishes. Patient passed away later on event date. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
It was reported that there was tidal volume issues with an event date (B)(6) 2022. According to provided incident report summary, the patient arrived in the picu at 3:50 am with unstable vital signs upon arrival. The patient had a code event starting at 5:48 am with desaturation and subsequent hypotension. CPR was performed for 5 min and escalation of vasoactive infusions. Rosc was achieved. The patient continued to be hypotensive throughout the day with two additional code events requiring CPR and was made dnr per parent¿s wishes. The patient passed away at 9:26 pm on (B)(6) 2022 not connected to the subjected ventilator. Provided ventilation logs were reviewed. The ventilator was set to daylight saving time. According to the event log, the actual ventilation period started on (B)(6) 2022 at 3:53 am. Ventilation mode was set to simv (prvc) + pressure support, which is a combination mode where the patient receives mandatory breaths synchronized with breathing efforts and according to the selected simv mode. The patient can breathe spontaneously with pressure support in between the mandatory breaths. Alarms for expiratory minute volume low and technical error in expiratory cassette started on 5:17 am and continued throughout the ventilation period. Several oxygen breaths were activated by the operator. Alarms for vt insp. Overrange and respiratory rate high was also generated. At 5:35 am, the ventilator was set to standby by the operator and was shut down on 5:48 am at the same time the patient had the first code event. The clinical alarms for expiratory minute volume low have different possible causes and can be seen as an indication of insufficient ventilation, such as leakage, or as a consequence of a technical error in the expiratory cassette. The alarms for vt insp. Overrange and respiratory rate high indicates a leakage situation but occurred just prior standby and was most likely generated when the patient circuit was disconnected from the patient. Generated alarms were silenced by the operator indicating that the ventilator was under surveillance. A successful pre-use check was performed at 3:00 am prior ventilation was started. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction during the ventilation period. On nov 18, 2022, the ventilator was investigated by our field service engineer. A pre-use check was performed. The ventilator failed gas supply test due to unknown gas type. The ventilator was started in pressure control mode as well as pressure regulated volume control (prvc) mode running on heliox gas. The ventilator alarmed for expiratory minute volume low and technical error in expiratory cassette. Pre-use check was then performed with a different expiratory cassette and the ventilator then passed the check. Multiple pre-use checks was performed and the ventilator was functional with no further alarms or issues. Since the subjected ventilator had been serviced several times prior for different issues, it was decided by the respiratory department to remove it from service. In conclusion, there is no indication that this ventilator malfunction caused or contributed to the death of the patient.

Event description:
Manufacturer's ref #: (B)(4).